Event description:
A facility reported that there was a recent slippage during use of the mayfield modified skull clamp for spinal surgery. Unfortunately, the clamp in question was not isolated at the time and the serial number is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Additional information received from integra representative: - I spoke with the surgeon that was involved, and he told me that it was the actual adaptor and not the skull clamp that was involved. Investigation findings: the mayfield modified skull clamp (a1059) was not returned, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.